Event description:
Customer reported he has had high blood glucose for about a week since using quick set infusion sets. Customer's blood glucose was 312 mg/dl. He experienced agitation and frequent urination. He treated with his insulin pump. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula has been bent on other infusion sets customer used. The insertion site is swollen. Customer also reported a button error and motor error. The device may have been dropped. Customer had an MRI last week. Customer stated he was in rehab for a stroke he had. Customer did not state the stroke was related to the device. The device is not being replaced because customer already has a new insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.